Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned picture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned picture was inspected. However, no conclusions could be drawn regarding the clinical observation and the device functionality.

Event description:
The patient received 4 max energy shocks on (B)(6) 2019 which were appropriate. The patient claimed there was a flash of blue light at the time. The patient went in for a device check on (B)(6) 2019 where the device and leads were tested and were all deemed to have normal device function. During a 12 lead EKG, the nurse reported 3 pin size holes at the ICD site on the patients skin. The nurse put a dressing on the area. The patient returned to the clinic on (B)(6) 2019 where the site was redressed. The implanting physician has not seen the patient since the shocks were delivered. It is unclear if the 3 pin holes were present before the shocks occurred. The patient is very thin and has lost about 60 pounds since the implant.